Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild tortuosity and heavy calcification. The xience prime stent delivery system (sds) was advanced for direct-stenting; however, due to the heavy calcification, force was used to reach the lesion site. While attempting the dotter technique, the shaft separated. As the separation occurred at the proximal end, the device was easily removed from the patient. A new xience prime sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: no predilation, excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the reported information, it is likely that the shaft separated as a result of the force applied when resistance was met. It should be noted that the IFU states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.